Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to poor communication caused by cable failure. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the camera head does not display image and it shows black screen only. It is unknown when the issue reported was found. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the customer's allegation was confirmed and found to be caused by a damaged cable unit. In addition, service found that the switches cannot be pressed down smoothly due to deformation of button. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.